Event description:
It was reported that light turned on without scope attached leading to a drape burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.